Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device mk2391, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent natural childbirth procedure on (B)(6) 2019 and suture was used. The needle was broken when sewing in the surgery of natural birth. The broken needle was taken out. Changed another one to complete the surgery. There was no adverse patient consequence reported. No additional information could be provided.